Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per (B)(4) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf?, device eval by manufacturer?, remedial action required and remedial action #. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a050701, annex b: b01, annex c: c07, annex d: d01.